Event description:
During the index procedure one endeavor drug-eluting stent was used in the rpl. Approximately 62.5 months post the index procedure the patient expired. The cause of death was hematemesis and melena (gi bleed). The investigator assessed that it is unknown if the event is related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.